Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the device call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system went to sleep but would not come back on. This can cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.